Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. The 3.0x14mm lesion was 90% stenosed and located in the moderately tortuous mid left anterior descending artery (lad). An unknown stent was previously deployed in the proximal lad. After the atlantis sr pro2 imaging catheter was advanced across the lesion, it was pulled back and the imaging core was moved to its original position. While removing the imaging catheter, resistance was encountered and the device could not be removed. After several attempts to remove the device with pushing and rotation techniques, the physician removed the non-bsc guide wire, but still could not remove the catheter. Finally the imaging catheter was removed strongly with the imaging core removed first. The physician alleged that the tip of the catheter was lifted and it was possible that the catheter got stuck with the distal end of the stent. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned device revealed the imaging core was outside of the sheath assembly. The male/female luer connection was disconnected and cannot reconnect due to imaging core wind up in telescope assembly. The guidewire exit port was lifted 1.0mm and ripped 1.0mm long. A test 0.014" guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause for the stuck catheter issue and the male/female luer connection issue is operational context as device performance was limited due to anatomical/procedural factors. The most probable cause for the imaging core wind up is design as wind-up is a result of the imaging core being constrained. (B)(4).